Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to increased incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. Following the procedure the patient had urinary retention, blood from the urethra when the catheter was removed and a wound infection that started on (B)(6) 2021. The patient was then treated with augmentin to treat the infection that was located in the lower abdomen/pubic area and the blood from the catheter removal was resolved by catheterization and passed the second trial of void (tov).

Manufacturer narrative:
Updated: adverse event/product problem, describe event or problem note: implant date is approximate as only the year of implant was provided the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to increased incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. Following the procedure the patient had urinary retention, blood from the urethra when the catheter was removed and a wound infection.